Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, it was reported that the patient¿s cgm was reading 120 mg/dl while the bg meter reading was 42 mg/dl. Of note, the patient was also wearing a tandem mobi insulin pump. The patient was diaphoretic. The patient called dexcom technical support to report the issue and stated she had not yet provided herself with any treatment for the bg meter reading of 42 mg/dl. She also planned to remove her sensor. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.